Event description:
It was reported that the impactor/extractor would not disengage the tray after being impacted into place. Additionally, it was reported that the tray was removed prior to the bone cement curing and is still attached to the impactor/extractor. Lastly, it was reported that it appears the locking pin may be fractured.